Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9733597. No PMA / 510(k) available as this event occurred on a system that is similar to a system marketed in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the control box and the emitter did not function. It was noted the control box and emitter functioned when connected to another medtronic navigation system at the hospital. Another medtronic navigation system was used for the procedure without issue. It was noted this issue was caused by a damaged electromagnetic localization system cable. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.